Event description:
This reporter employs urinary cauterization utilizing sterile procedure due to neurogenic symptoms. This reporter switched sterile surgical glove brands from excell to dynarex brand around the time of the initial infection. This reporter notes that the dynarex latex gloves show a yellow color, have an odor, are tacky and quite difficult to don properly, leading to believe they were improperly sterilized via autoclave or subjected to a substantial amount of heat, noting that the packaging is not marked to specify sterilization via radiation or eo. Doxycycline hyclate 100 mg. Po x 10 days started on (B)(6) 2023 and completed per regular dosing schedule. Additional urinalysis w/ culture if indicated has been ordered effective (B)(6) 2023 based upon dipstick results.